Manufacturer narrative:
Correction to field g3: bsc aware date in the initial report should be 17 jan 2024.

Event description:
It was reported that the patient was experiencing shocking sensations over his right sided implantable pulse generator (ipg) and radiating to his contralateral side. Impedances are in normal range on the lead side, however the patient did experienced a head trauma over year ago. X-rays and computerized tomography scan (CT scan) were taken and looked normal as expected. The shocking sensations began several months later and seem to occur without any trigger, and can happen anywhere from a few times an hour to very intermittently where none are experienced for days at a time. A database analysis was completed and no anomalies were noted. The patient underwent a procedure in which the ipg was replaced, and it was noted that electro cautery was used during the explant of the ipg, and is doing well post operatively.

Event description:
It was reported that the patient was experiencing shocking sensations over his right sided implantable pulse generator (ipg) and radiating to his contralateral side. Impedances are in normal range on the lead side, however the patient did experienced a head trauma over year ago. X-rays and computerized tomography scan (CT scan) were taken and looked normal as expected. The shocking sensations began several months later and seem to occur without any trigger, and can happen anywhere from a few times an hour to very intermittently where none are experienced for days at a time. A database analysis was completed and no anomalies were noted. The patient underwent a procedure in which the ipg was replaced.

Manufacturer narrative:
The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the idevice instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states overstimulation or undesirable sensations, such as paresthesia, transient or persistent, undesirable sensations such as tingling and pain, headache or discomfort, transient or persistent, including symptoms due to neurostimulation are known risks with the use of deep brain stimulation (dbs). Based on all available information, engineers are able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient was experiencing shocking sensations over his right sided implantable pulse generator (ipg) and radiating to his contralateral side. Impedances are in normal range on the lead side, however the patient did experienced a head trauma over year ago. X-rays and computerized tomography scan (CT scan) were taken and looked normal as expected. The shocking sensations began several months later and seem to occur without any trigger, and can happen anywhere from a few times an hour to very intermittently where none are experienced for days at a time. A database analysis was completed and no anomalies were noted. The patient underwent a procedure in which the ipg was replaced, and it was noted that electro cautery was used during the explant of the ipg, and is doing well post operatively.